Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that one of the rear wheel is loose, which caused the weld that holds the bearings on the wheel to bend. This caused the unit to tip over, which caused the frame to bend as well.